Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the foley statlock product ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the clamp on the statlock kept opening and closing. No medical intervention was reported.